Event description:
Clinician was conducting ultrasound treatment on pt's ankle. The treatment was a 7 minute treatment with the us set to 3.3mhz, 50% duty cycle, and .8 watts per cm squared. The clinician was using the 5cm squared ultrasound applicator. At the conclusion of the treatment, the clinician removed the ultrasound gel from the treatment area. During the gel removal, the clinician noted that the pt's skin in the treatment area was unusually warm. The clinician noted that she had never come across this instance of treatment area skin being warm to the touch post treatment.

Manufacturer narrative:
Awaiting return and eval of unit.